Manufacturer narrative:
The tandem t: slim pump user guide indicates that humalog has been tested up to 48 hours and novolog has been tested up to 72 hours respectively. No product returning for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 25) with multiple cartridges during the bolus delivery. Customer's blood glucose levels were "starting to go high". During troubleshooting with tandem's technical support, customer reported that the cartridge was in use for 5 days.